Event description:
It was reported that patient presented in clinic for follow up after electrocardiogram revealed a pause in pacing. It was determined that qrs complex absence instigated an oversensed non-cardiac signal. Pocket manipulation was done and oversensing could not be reproduced. Programming changes were made and patient is scheduled with routine follow up.

Manufacturer narrative:
.

Event description:
New information received notes the asymptomatic patient presented in clinic after experiencing vibratory alert for low out of range pacing lead impedance. No noise was noted on the lead. The lead was capped during device change out.